Event description:
It was reported that the customer had blood glucose of 580mg/dl, which he treated with a bolus dose. He also troubleshot his device to ensure it was working properly. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.